Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated they were having severe lows and that their receiver was not working. It is unclear if the dexcom caused or contributed to the reported severe lows. No additional patient or event information is available.